Event description:
The customer reported testing with the freestyle meter on the forearm receiving a reading of 127 mg/dl. The customer then ate dinner, talked on the phone for 15 minutes and passed out. The customer was found by their family member who called the paramedics. The paramedics received a reading of 33 mg/dl on an unknown brand meter. The paramedics treated the customer with dextrose and transported the customer to the hospital. The customer was not admitted to the hospital. Customer was checked, x-rays were done and customer was discharged.